Manufacturer narrative:
D4: UDI - not required because the reported product code is bulk product. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the device history records and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a gas change failure on the capiox device during cardiopulmonary bypass. The following information was provided by the user facility: venous and arterial blood gases po2/sao2 dropped during case; went on cpb with normal arterial blood gas for the first 30 minutes; after 30 minutes venous and arterial blood gases (po2/sao2) began to drop; after remaining on 100% fio2 and remaining all potential variables it was concluded that the oxygenator was failing; last po2 at 100% fio2 and sweep of 6 lpm was 89; the product was not changed out; the surgery was completed successfully; the patient has liver disease alagille syndrome, so might need to look at bilirubin deposits or excessive fat deposits on the fibers, leading to failure; no known impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the results of the actual sample evaluation as well as a correction to the model #/lot #, expiration date. Initially the expiration date was reported as 07/31/2017 the correct expiration date is 07/31/2019. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection found no anomalies which would related to a gas leak or insufficient gas transfer performance. The actual sample after having been rinsed and dried was tested for its gas transfer performance in accordance to the factory's shipping inspection protocol. Bovine blood was circulated in the oxygenator module and values were obtained. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting manufacturing specifications. There is no evidence that this event was related to a device defect or malfunction. The investigation result verified that the actual sample was the normal product with no issue in the gas transfer performance. While the exact cause of the reported event cannot be definitively determined based on the information provided, it is likely some factors which hindered the gas transfer performance of the actual sample may have occurred. The involved patient was reported to have liver disease, alagille syndrome. This disease may have affect how the device performs such as a plasma leak caused by hydrophilized fibers. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 5 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.